Manufacturer narrative:
Additional information received on 21 april 2016 from the initial reporter and includes: the surgery date to take out the screw is the (B)(6). An arthroscopy will be performed. On 29 april 2016 the medical affairs director performed a clinical evaluation and commented as follows: at 1 year after primary tka, the additional screw for insert stabilization loosened and moved from its housing. The exact position is hard to define; it is not known yet if the screw has damaged the articular surfaces or not. The scheduled arthroscopy operation will be able to tell if there is damage to the components. The cause for root self-unscrewing is not known, in most cases this is due to insufficient tightening but there is no evidence that this is the case. In case no visually detectable damage to the articular surfaces is found, there is no reason to remove any of the components, which look all correctly implanted. Batch review performed on 10 may 2016. (B)(4).

Event description:
The patient came to consultation because of her swollen and painful knee. X-rays 1 year after primary surgery show that the screw went out of its box. X-rays 3 months after primary surgery showed that the screw was in good position. To remove the screw, a revision surgery will take place.

Manufacturer narrative:
Additional information received from the initial reporter on 13 july 2016 and includes: the surgery was performed as planned. The arthroscopy was a success. Additional information received from the initial reporter on 21 july 2016 and includes: the screw was removed on (B)(6) 2016 as planned. On 29 july 2016 the r&d project manager performed a visual inspection of the retrieved screw and commented as follows: no signs of damages have been identified on the explanted screw. The threaded part of the screw is well-preserved. A functional test was performed. The screw was screwed on a tibia baseplate (ref. 02.07.1205l lot. 152818). The test was successfully passed. We can suppose that the screw didn't fall between the articular surface of the insert and the femoral component. It didn't undergo the body load that could have damaged the part. For that reason, we can suppose that the femoral component and the insert were not damaged by the presence of the screw in the joint. Looking at the x-rays enclosed, it can be seen that after one year from the primary surgery, the screw was found unscrewed in the joint (it seems to be in correspondence of the medial posterior condyle). The root cause of self-unscrewing is not known. The event was most likely due to insufficient tightening but there is no evidence that this is the case. Using a screwdriver provided with a torque limitation would prevent to exceed the breaking point. This type of screwdriver is already available on demand.